Event description:
Event description cpi received information that this implantable pulse generator (ipg) exhibited no output in both the bipolar and unipolar modes at implant. The ipg was not implanted.